Event description:
Our country rep was contacted by a vns pt's treating physician and it was reported that their pt was having an increase in seizures. It is unk if the seizures are above their pre vns baseline level. Event reported as their seizures are more and the eeg is worsened. The pt has been a good responder with the vns. Diagnostics indicated that the generator was not delivering the pt's desired therapy. The generator delivered up to 2.50ma but not the 2.75ma the pt was set to. Further investigation is underway.